Event description:
It was reported an asymptomatic patient presented to clinic. Upon interrogation, the pulse generator exhibited diagnostics anomaly. After clearing the data, normal device functionality resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.